Manufacturer narrative:
This incident is being reported in an abundance of caution. Based on the pictures provided the alleged issue of the stationary concentrator making a loud noise, emanating smoke, the filter and filter door coming off the back, pe valve tubing and sieve bed/product tank tubing was blackened, product tank cap was broken apart, and the sound box being bent were all confirmed. This failure mode resembles that which was previously identified and investigated. The investigation activities in the CAPA concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the (B)(4) concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue was also escalated to product corrections and removals, which resulted in a field correction ((B)(4)) to replace the pe valve assembly in impacted (B)(4) concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The device is awaiting return, and if additional information becomes available the record will be updated and a follow up medwatch will be filed.

Event description:
The reporter sent an email stating the user reported after a service call the unit made a very loud bang/explosion and smoke was coming out. They walked over to inspect the unit and found the filter and filter cover had come off the back of the unit. The dealer got the unit back and removed the shroud and found the tubing leading to the pe valve was blackened, and the tubing going from the sieve bed on the left side to the product tank was completely jet black. The top of the product tank was blown apart and the tubing was hanging loose. The platform the product tank was sitting on was bent. The unit had 17,581 hours at the time of the incident. The shroud wasn't damaged during the incident. The user didn't sustain any injury during the incident. The unit was in use with the same user for 3 years and never had the pe valve replaced. The dealer provided pictures.